Manufacturer narrative:
(B)(4). The customer reported the device has start up problems and the equipment does not turn on. There was no reported pt involvement. A philips field svc engineer evaluated the device and isolated the issue to the ac power module. The ac power module was replaced to resolve the problem.

Event description:
The customer reported the device has start up problems and the equipment does not turn on. There was no reported pt involvement.